Manufacturer narrative:
(B)(4). This report is being submitted late due to a delay by a MFR employee. A process improvement plan and training are in place.

Event description:
The pt experienced a post-dural puncture headache. The pt was admitted to the hosp and a blood patch was done. The pt was discharged the next day and recovered without sequela.